Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3778-45, serial# (B)(4), product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The rep reported that the leads had eroded through the skin of the lower back and were exposed. The rep reported that there were no factors that could have led to this issue. The rep reported that there was also puss at the battery site. The rep reported that the entire system was removed. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the lead serial numbers of the leads that eroded through the skin was unknown. Cause of the event was unknown. Patient's weight at the time of the event was unknown. The leads were discarded by the customer. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding a patient. It was reported that the patient had a problem with the device and the system was explanted on (B)(6)2017. It was clarified that the problems with the system included significant pain in the patient¿s lower back, which radiated down their right leg. The system pushed through the patient¿s skin in their lower back, exposing it to outside elements and they had it removed as a result. Afterwards, the patient experienced a return of significant pain and discomfort. The patient then underwent a lumbar laminectomy at l4-l5 and a discectomy at l4-l5. The surgery was performed on (B)(6)2017 because of continued pain and discomfort. In addition, the patient underwent another surgery on (B)(6)2018 which consisted of an interbody fusion at l4-l5 and the sacrum. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the patient was presented to their hcp office on (B)(6)2017 with breakdown of their lumbar wound and exposed hardware. The patient was brought urgently for explanation of their spinal cord stimulator in order to prevent meningitis and possible morbidity or death.